Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 78, 75, 33 mg/dl. Tests were done within 10 minutes with a difference of 27 mg/dl. Pt did not experience any adverse events.